Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A medtronic representative reported that while outside of procedure, the imaging system needed replacement of batteries. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. A medtronic representative went to the site to test the equipment. It was reported that batteries for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.